Manufacturer narrative:
The service repair technician (srt) duplicated the reported complaint. The arterial bpm failed testing due to the temperature being out of range while in operate mode. The arterial bpm probe was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory analysis of the device, the arterial blood parameter monitor (bpm) probe temperature reading was inconsistent, differing significantly from ambient room temperature. The on-screen temperature reading differed approximately 12 degrees celsius (c) less than actual. There was no patient involvement.